Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating which led to an unexpected shutdown. Additionally, it was reported that a cartridge change error message occurred. Customer's blood glucose level was 167 mg/dl. Reportedly, the customer loaded a new cartridge to resolve issue.